Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The returned device analysis of the complaint device was not able to test the reported difficult to open or close (clip close ¿ difficult), difficult to open or close (clip jumping), break (gripper line - removal), retraction problem and incomplete coaptation as the clip and gripper line were not returned and these were related to patient/procedural conditions. The returned device analysis also observed a bent actuator coupler. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information available, a definite cause for the reported difficult to open or close (clip close ¿ difficult), difficult to open or close (clip jumping), break (gripper line - removal), retraction problem and incomplete coaptation could not be determined. It is possible that user technique and/or procedural conditions influenced these reported issues; however, this cannot be confirmed. The observed bent actuator mandrel could also be a result of the procedural conditions and troubleshooting attempts may have contributed in the bend however, this cannot be confirmed. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient; the delivery system will be returning. It has not yet been received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 with posterior prolapse and flail. A mitraclip xtr was advanced and grasping was achieved with the clip closed to 60 degrees, however the clip would not close fully. Troubleshooting attempts were done and the clip was successfully closed. Deployment continued, however when the gripper line was unraveled and attempted to be removed the gripper line broke. No tension or force was applied. The gripper line was pinched down inside the lever and was able to get both ends of the gripper line to successfully deploy the clip. The gripper line was completely removed from the anatomy. Lastly, when the actuator knob was retracted, it was reported that the clip jumped in some way. Resistance was not felt. It was at this point that a single leaflet device attachment (slda) occurred. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. A second clip was implanted to stabilize the slda, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.